Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the power switch did illuminate when turned on, however the unit did not generate heat. Evaluation revealed that heater's thermal fuse was at fault. The component was inspected and did not present any visible defects, and the DHR shows that the heater was operable and within specifications at the time of release. This is a random component failure, which is not often seen in this units, especially at this age (238 days approximately). The thermal-fuse was replaced and the heater was retested as per procedure and found to meet specifications.

Event description:
Customer complaint states "I have a thermagard nebulizer heater that is not heating at all". Alleged issue reported as detected prior to use. Customer reports there was no patient involvement.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint states "I have a thermagard nebulizer heater that is not heating at all". Alleged issue reported as detected prior to use. Customer reports there was no patient involvement.